Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was shut down and went blank. The customer's blood glucose was unknown at the time of incident. The customer was only able to open memory in menu and later the insulin pump shut down. The customer also inserted a new battery but the insulin pump did not restart. The customer tried multiple batteries but the issue was not resolved. The insulin pump did receive a low battery alarm. Troubleshooting was not performed and the device will not return for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing.